Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a veterinary procedure, the cable in the jaws broken off. Parts of the products stuck, but were removed from the abdomen of a dog. Analysis of the photos submitted to confirm the reported issue. There was no patient injury. There was no further information available.